Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor had weak signal alarm and lost sensor alarm. The customer's blood glucose was 136 mg/dl at the time of incident. Troubleshooting was done. The customer found that the cannula was bent. The sensor was returned for analysis.